Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, low impedance measurements were noted on the right ventricular lead. The physician attempted to reposition the lead several times with no success. The lead was not used and another was implanted. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The report of low lead impedance was confirmed and found to be due to damaged sustained during the surgical procedure. The lead was otherwise normal.